Event description:
The customer reported that the system was not saving patient images (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The coin battery on rtos was evaluated and replaced. The system was tested and found to be working as intended and returned to service.